Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad traces. Unable to perform self test or displacement test due to keypad anomaly. Device received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and the buttons swelled up during normal use. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive and it was not exposed to a change in altitude. The insulin pump is being replaced and is not expected to return for analysis.